Event description:
The event is reported as: the suture with the attached needle broke off in pt. Surgeon decided to leave it in place. No pt injury reported.

Manufacturer narrative:
Sample is not available for investigation. The investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.